Event description:
A pt reported experiencing inaccurate erratic results with an ot basic enhanced meter. The pt's blood glucose was 58 and 110 mg/dl within 10 mins, with the difference of 46 mg/dl. Pt did not experience any adverse events. No further info has been reported.